Event description:
The manufacturer received information alleging patient is having trouble breathing. His ahi is very high but dme recommended filters to be added and now he is having trouble breathing. His numbers are all over the place related to a (CPAP, bipap) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This date was previously omitted in error.

Manufacturer narrative:
The manufacturer received additional information alleging coughing, nasal/throat irritation or soreness. There was no report of patient harm or injury h6 section updated.